Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-04179. Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned paddle lead found 4 broken wires in the stimulation (paddle) end of the lead. Output resistance testing confirmed there were 4 opens; these fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned paddle lead found 4 broken wires in the stimulation (paddle) end of the lead. Output resistance testing confirmed there were 4 opens; these fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced loss of stimulation. Diagnostic system testing indicated multiple high and low impedance values. Reprogramming was unable to resolve the issue and it was discovered the lead was fractured. As a result, surgical intervention is planned to address the issue.